Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old female noted for st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Poor distal perfusion noted to right lower extremity (rle)(impella groin). Patient with severe vascular disease at baseline and on high-dose vasopressors over last 24 hours per team. Both extremities equally cold. No pedal pulses noted in rle with mottling to right thigh noted. The physician stated that they would monitor the patient closely and trend lactate. The nurse subsequently weaned vasopressors and support continued.